Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report that this defibrillator fails calibration for co2.